Manufacturer narrative:
Related manufacturer report number: 2135147-2023-03548. As reported in a research article, a patient had residual shunt after implant of an amplatzer vascular plug ii off-label in a patent ductus arteriosus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Related manufacturer report number: 2135147-2023-03548. The article, ¿a challenging interventional procedure: transcatheter closure of tubular patent ductus arteriosus in patients with pulmonary hypertension¿, was reviewed. The article presents a case study of an 5-month-old, 5.5kg patient with the following patent ductus arteriosus (pda) measurements: minimal ductus diameter = 4.2mm, ampulla diameter = 7.7mm, ductal length = 11.2mm. It was reported on an unknown date, a 12mm amplatzer vascular plug ii was chosen for implant to occlude a pda. After the device was implanted, it was noted there was an elongation of the device causing left pulmonary artery stenosis due to device oversizing. A decision was made to additionally implant a 10mm amplatzer vascular plug ii. The second device was implanted successfully with a reported mild residual shunting. [The primary and corresponding author is ilker kemal yucel, department of pediatric cardiology, university of health sciences dr. Siyami ersek thoracic and cardiovascular surgery training and research hospital, istanbul, turkey, ilkerkemalyucel@yahoo.com] 10mm amplatzer vascular plug ii, peri-procedural complications included residual shunt.